Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b7, g3, g6, h2, h11.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. 36mm i.d. Size d high wall liner item# 20123604 lot# 67467229. G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the initial procedure, the surgeon felt the head and liner did not fit correctly. The surgeon checked the compatibly of the head and liner and trusted the implants and closed the patient. One day post-implantation, the surgeon checked x-rays and confirmed the head and liner were not fitting together. Subsequently, the patient was revised two days post implantation. The liner was replaced and the procedure was completed successfully. Due diligence is in process and no further information on the reported event has been provided.